Event description:
The affiliate reported the customer alleged elevated thyroid-stimulating hormone (tsh) results, above normal clinical range, for three patients. Involving unicel dxc 800i synchron access clinical system. This report refers to patient number one. Subsequent testing on an alternate sample type produced results within clinical range. The elevated result was released out of the laboratory. There was no report of patient injury. There has been no report of change in patient treatment associated with this event. The customer supplied beckman coulter, inc. In europe with the patient's sample for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this event. Beckman coulter customer product line support (cpls) laboratory received patients' samples from the customer. Patients' samples were centrifuged prior to testing. All results were within normal clinical range and were close to the customer's obtained serum results. Cpls could not reproduce the reported issue. The cause of the event is inconclusive. This reportable event was identified during a retrospective review of product complaints conducted from 01/01/2008 through 10/23/2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04606 and 2122870-2011-04608.